Event description:
It was reported that approx one month post ivc filter implant, during a scheduled retrieval, imaging demonstrated that the filter was tilted approx 45 degrees. Ten days later, the ivc filter was retrieved without incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.